Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence.  Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.   See attached letter from FDA dated (B)(6) indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to available information, prothesis does not inflate.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. An alpha I pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that most likely caused the serialized exhaust tube and the inlet tube of the pump to be kinked backwards. Quality also concluded that the serialized exhaust tube of the pump abraded enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.